Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope aspiration channel tested positive for over 300 colony forming units (cfus) of pseudomonas aeruginosa, the air/water channel tested positive for 2 cfu of pseudomonas aeruginosa, and the biopsy channel tested positive for 120 cfu of pseudomonas aeruginosa the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the aspiration cannel, the irrigation auxiliary, and the balloon channel. The aspiration channel, aspiration cylinder, the operating channel input, and distal end/areas around elevator were brushed. The disinfectant used was dialzima pcuri. The automated endoscope reprocessor (aer) used was isa medivatores with is a clean detergent and adaspore disinfectant. The device was stored in a simple cabinet without drying function. Olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the air/water and suction cylinders had no color, the control unit was cracked, the scope cover was dented, the adhesive around the objective lens was discolored, the light guide lens was cracked, the adhesive around the light guide lens was worn, the bending section cover adhesive was cracked, the connecting tube was buckled and deformed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.